Manufacturer narrative:
The immucor laboratory tested retention product on 30may2019, and found the retention product to be performing as expected. An immucor field service engineer (fse) visited the customer site on (B)(6) 2019 to assess the testing instrument, which performed as expected. All dp107 test well images resulted negative and were visually negative. The internal immucor record tracking number is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody identification when using capture-r ready-ID extend I when used on a galileo echo instrument.